Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had slight amount of tibial wear. Surgeon suspects tibia might be loose but it was not. Insert exchanged at revision. Doi: 2003; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint: (B)(4).investigation summary: no device associated with this report was received for examination.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.